Manufacturer narrative:
On september 30, 2009, the hospital risk management coordinator confirmed that the pt's demise was unrelated to the da vinci s system. No other details were provided.

Event description:
It was reported that eleven days post op a da vinci s mitral valve repair procedure, the pt expired. Reportedly, the pt's demise was unrelated to the da vinci s surgical procedure. On september 24, 2009, an isi representative provided the following add'l info: the pt experienced complications related to acute lung injury and pulmonary embolism. The surgeon made the decision to convert the planned surgical procedure to a thoracotomy to complete the planned surgical procedure expeditiously to allow for taking the pt off of bypass.